Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician advanced two (2) balloon catheters (bc): a 1.5 x 15 and a 1.25 x 15, through the 100 cm. 6 fr. Jr4 adroit guiding catheter to treat the right coronary artery (rca) target lesion. After removing the second bc, a new 1.25 x 15 bc was advanced but did not pass through the shaft smoothly and also contrast did not pass through the gc. The balloon catheter was removed. The adroit gc was checked under x-ray which noted thrombus present from the distal to proximal shaft. The physician presumed the thrombus had accumulated inside the gc during the procedure. The adroit gc was removed and a 6 fr. Vista brite tip jr4 gc was used to complete the procedure successfully. There was no reported patient injury. The rca target lesion was reported to be an in-stent restenosis (isr). Pictures were received. Additional information has been requested.

Manufacturer narrative:
During a percutaneous coronary intervention (pci), it was reported that the physician could not advance an unknown 1.25 x 15 balloon catheter through a 6f jr4 adroit guiding catheter. The adroit catheter was removed and x-ray noted thrombus accumulation in the guide catheter. The procedure was successfully completed using a using a 6f vista brite tip jr4 guiding catheter. There was no reported patient injury. The target lesion was the right coronary artery (rca) with an in-stent restenosis of an unknown stent. The physician advanced two unknown balloon catheters (a 1.5x15 and a 1.25 x 15) through a 100cm, 6f jr4 adroit guiding catheter. A third unknown 1.25 x15 balloon catheter was advanced but did not pass smoothly through the shaft of the adroit catheter. Upon injecting contrast, it was noted that it did not flow through the guide catheter. X ray of the removed adroit catheter revealed thrombus present from the distal to proximal shaft. The physician presumed that the thrombus accumulated inside of the guiding catheter during the procedure. The procedure was successfully completed with a 6f vista brite tip jr4 guiding catheter. Multiple attempts to receive additional information were unsuccessful. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The IFU recommends the flush the guiding catheter lumen with a heparinized saline solution prior to use and to ensure that a continuous heparinized saline flush is maintained through the sidearm of a hemostatic valve attached to the guiding catheter hub. It is also recommended that a continuous heparinized saline flush be maintained between the guiding catheter and any intraluminal device passed through it. It is noted in the event description that the target lesion was the rca with in-stent restenosis. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. In this case it is unknown if the thrombosis was present in the stent or throughout the entire vessel. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported event. Preparation and maintenance of the guiding catheter during the procedure is unknown along with the patient¿s anticoagulation status. Without return of the device for analysis, the reported ¿catheter/body shaft-obstructed in patient¿ could not be confirmed and a root cause could not be conclusively determined. However, it is possible that during the advancement, manipulation and exchanges of the balloon catheters through the stent, the thrombosis was pulled into the guiding catheter presenting the obstruction. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process of the device. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.